Event description:
It was reported that the pt had an infection. Perioperative antibiotics had been administered at the time of the implant. About 7 mos after implant, the pt experienced fever, redness, drainage and incisional wound opening. The primary location of the infection was reported to be the device pocket and catheter. The device pocket was cultured and this isolated staphylococcus aureus. The hcp reported that this pt did not have meningitis. The pt was treated with intravenous and oral antibiotics and later explant. The hcp reported that the entire device system was explanted, and according to the device registration system, this was in 2007. The pt's outcome is reported to be ongoing and resolving. The pump contained morphine and bupivicaine (concentration and daily dose not reported ) with the last refill about 2 weeks prior. The pt did not experience any drug withdrawal related to this event.